Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg was relocated to the other side to address the issue.